Event description:
During an in clinic follow up, a pocket infection was noted. The pocket skin was revised and treated with antibiotics. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.